Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mp50 monitor almost hit the ground, because the mount is not secure. No patient involvement. There was no report of an injury.